Event description:
It was reported that the patient presented to the clinic for a routine follow up. The right ventricular lead exhibited low impedance and noise. The lead was capped and replaced. No patient symptoms were reported.